Event description:
Adverse event(s): "pt status unk" (no known impact or consequence to pt). Product problem(s): "light guide was unstable" (material separation). A customer reported that the light guide was unstable. Clarification of complaint was requested as the reported complaint was unclear. Add'l info was received indicating that the sample would not be returning as it was disposed of by the facility.

Manufacturer narrative:
The facility did not request service. The sample was disposed of on-site by the customer. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).